Event description:
(B)(4). I have cramping sharp/stab, bacterial vaginosis, discharge odor/no odor, painful periods, bleeding between periods, yeast infections, uterine fibrosis, urgent/frequent urinate, uti, itching, burning of vaginal entrance, all over body aches/pain, nausea gas and constipation, severe bloating, metallic taste in mouth, heartburn, headaches, numbness, forgetfulness, anemia, low iron, vitamin d, b12 deficiency, severe fatigue, acne, heart palpitations, hair loss, dry skin, bloating, weight gain and swelling legs